Event description:
It was reported that during a pta treatment procedure to dilate a 50% stenosis in a slightly tortuous right iliac artery, removal difficulties were encountered. The balloon had been inflated three times to unk atm's and the procedure was successfully completed. The physician was attempting to retract the balloon back into the sheath for removal when he experienced difficulty. The balloon catheter and sheath were removed as a unit. The pt is reported as 'good' following the procedure; no injury or complications were reported.